Event description:
It was reported that the patient experienced a syncopal episode and fall when the device had reached elective replacement indicator and switched to the backup pacing mode. The device was explanted and replaced. The patient was also reported to have an irregular heart rhythm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x 2, implantable pacing leads, (B)(6) 2004. (B)(4).